Event description:
It was reported the pt was experiencing pocket heating while recharging the ipg. A new charger was sent to the pt to help resolve the issue. The replacement charger resolved the issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. This ipg serial number is included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.